Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect syphilis tp reagent lot 48323be01. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The tracking and trending report review determined that there are no adverse trends. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot, and all specifications were met, no false non-reactive results were obtained and found results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue.a review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp reagent lot 48323be01.

Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with tppa result on one 34yrs old male patient. The results provided were: initial=0.25 s/co (< 1.00 s/co=nonreactive) /repeated=0.23 s/co /another analyzer=0.29 s/co /diasorin=5.97 index (reference range = < 1 index) /tppa=positive; rpr=negative there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77, that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with tppa result on one 34yrs old male patient. The results provided were: initial=0.25 s/co (< 1.00 s/co=nonreactive) /repeated=0.23 s/co /another analyzer=0.29 s/co /diasorin=5.97 index (reference range = < 1 index) /tppa=positive; rpr=negative there was no reported impact to patient management.